Manufacturer narrative:
Additional contact information: (B)(6), product surveillance specialist I, (B)(6) surveillance, fax: (B)(6), e-mail: (B)(6).

Event description:
Information was received indicating that a cadd ms3 pump was exhibiting low volume alarms earlier than expected and the user reportedly has had ongoing issue with this since changing to treprostinil. It was reported the end user was sending the device back, but the syringe cap broke, and the user had to take the syringe cap off the affected pump to use with the backup pump.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd ms3 pump was exhibiting low volume alarms earlier than expected and the user reportedly has had ongoing issue with this since changing to treprostinil. It was reported the end user was sending the device back, but the syringe cap broke, and the user had to take the syringe cap off the affected pump to use with the backup pump.